Manufacturer narrative:
Monitor sn (B)(4) and electrode belt sn (B)(4) were returned to the distributor. The distributor downloaded the software flag files for zoll manufacturing to review, in accordance with procedures recommended by zoll manufacturing. The distributor did not indicate a product malfunction.   Zoll manufacturing evaluated the downloaded software flag files on the day of the event. The review of the software flags consisted of an analysis of the downloaded data to identify any fault flags or unusual patterns of software flags. During the incoming functional testing at the distributor, a 1hz simulated normal sinus rhythm signal was applied to the ECG electrodes, followed by a 5hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of the tactile vibration alarm, audio messaging, and siren alarms, as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper charging of the high voltage capacitors and proper delivery of five full energy 150j biphasic pulses. The functional testing confirmed proper response button functionality, ECG acquisition, detection algorithm performance, and pulse delivery functionality of the device. Device manufacture date: monitor 08/17/2020, belt 08/06/2010.

Event description:
A us distributor contacted zoll to report that a patient passed away in the hospital on (B)(6) 2021. Review of the patient's download data indicates the patient received three inappropriate shocks in response to oversensing of low amplitude cardiac signal and motion artifact on the date of passing. The patient was in sinus rhythm at 90 bpm with low cardiac amplitude and motion artifact at 18:20:24 on (B)(6) 2021. The patient was in sinus rhythm at 90 bpm with low cardiac amplitude, motion artifact, and electrode lead fall off at 01:30:46 on (B)(6) 2021. The patient's rhythm then transitioned to an idioventricular rhythm at 40 bpm before degrading to asystole with intermittent cardiac activity by 01:43:33. The patient received the first inappropriate shock at 01:47:48. The patient's rhythm at the time of the shock and post-shock rhythm were asystole with intermittent cardiac activity and motion artifact. The patient received the second inappropriate shock at 01:48:15. The patient's rhythm at the time of the shock and post-shock rhythm were asystole with intermittent cardiac activity and motion artifact. The patient received the third inappropriate shock at 01:48:41. The patient's rhythm at the time of the shock and post-shock rhythm were asystole with intermittent cardiac activity and motion artifact. The patient's rhythm transitioned to an idioventricular rhythm at 20 bpm with low amplitude cardiac signal at 01:49:13 before degrading to asystole. The patient was in asystole with motion artifact at the time of the electrode belt disconnection at 02:09:36. It was not reported who disconnected the electrode belt.